Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up with complaints of discomfort at the pacemaker pocket. The pocket was revised in a procedure on (B)(6) 2020. The patient had no adverse consequences.